Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 from 11:54-12:05, the left ventricular assist device (lvad) coordinator was on the phone with the patient for a telehealth visit. The patient was in their usual state of health and lvad parameters were within normal limits. 5200 rpm, 4.6 lpm, pulsatility index (pi) 3.2, and 3.5 watts. The lvad coordinator hung up and telehealth visit was started soon after by the nurse practitioner (np). During that conversation, the patient began coughing uncontrollably and was unable to stop. The patient's spouse got on the phone and stated that the patient was going to pass out, so they were going to call 911 and ended the call. At 12:34 a hotline call was received from patient's spouse. Multiple attempts were made to reach them. Contact was made at 12:36 when the spouse reported that the patient was unresponsive, and an ambulance was on the way. The call was then abruptly ended. The lvad registered nurse (rn) then received a call from paramedic with emergency medical services (ems) stating that they were present with the patient who was unresponsive and cardiopulmonary resuscitation (CPR) was in progress. The system controller reviewed with paramedic with active low flow alarm. The patient was then emergently transported to an emergency department (ed). The patient was pronounced dead at 13:24 after arriving to the ed. Their driveline and controller were disconnected and then briefly reconnected to download log files. Of note, times on controller were 1 hour off due to daylight savings time. Their implantable cardioverter defibrillator (ICD) interrogation was completed postmortem which revealed: 13 ventricular episodes of non-sustained ventricular tachycardia (vt) on (B)(6) 2024, with two events reaching vt-1 monitor zone at 170 bpm from 11:55am-12:05pm lasting between 4 sec-35 sec at 12:04pm. There was no anti-tachycardia pacing therapy (atp) or delivered therapy and had otherwise no recent stored events. No arrhythmogenic cause was identified. Log file review was requested, and it was stated by technical services that the log file appeared normal until (B)(6) 2024 at 11:47:10 when a low flow event occurred. The low flow events continued to occur throughout the remainder of the log file. The pump operated between the set speed and the low-speed limit throughout the log file until the driveline was disconnected. It was noted that the patient had a history of ventricular fibrillation prior to ICD implant and pre-lvad. It was unknown if the vt in this event was thought to be device related or not, and the death was not thought to be device related. The site stated that per the log files, the device operated as expected. No device was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these alarms could not be conclusively determined the submitted controller event log file contained events from 11mar2024 through 14mar2024. A persistent low flow hazard alarm was captured on 14mar2024 for approximately 1 hour before device support was discontinued. No other notable pump events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and death. This section also addresses all pump parameters, including pump flow, power, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. Pump flow is a calculated value that is estimated based on pump power. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Additionally, this section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication. This section also explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.